Event description:
It was reported to covidien on (B)(6) 2010 that the customer had an issue with a trellis device. The customer reports, the proximal balloon collapsed when being inflated; the md injected more contrast to inflate, with extrusion of contrast noted. Device replaced with another and used successfully.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.